Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with biliary stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a biliary stricture within the common bile duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician advanced the stent in the desired location and attempted to deploy the stent; however, a resistance was met. The handle of the delivery system moved as if the stent was deploying but there was no evidence of a stent deployment on the fluoro screen and stent failed to be deployed. The stent was removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient serious injuries as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was detached /separated.

Manufacturer narrative:
(B)(4) for the reported event of inner shaft detached/separated. A visual examination of the returned device found that the stent was returned fully mounted and the distal handle was retracted and was positioned over the threshold marker on the stainless steel shaft. The stainless steel shaft was bent. During analysis when an attempt was made to retract the outer sheath, a resistance was met and the inner lumen exited through the guidewire access port. The outer shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn. No issues were noted with the profile of the stent, however, the inner shaft was broken at 250mm from its distal end and was folded back on itself. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.